Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 6th to the 12th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft at 4cm proximal to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and slightly calcified lad lesion exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified and negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the stent deformation occurred when placed on the stent lesion. The stent was replaced with another resolute integrity stent. Patient status post-procedure is alive with no injury. The physician reported that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.